Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. An mre (device history record) review will not be performed even when lot code(s) are known.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had rising metal ion levels and it was suggested that she have her asr cup removed and replace with a standard cup and poly liner. Right hip. The asr cup was removed and a competitor mdm system was replaced. Surgeon stated that the hip looked pristine when he went in and was able to easily remove the cup and asr head and replaced with the competitor mdm system. He placed an srom +0 ceramic 28mm head. Doi: unk. Dor: (B)(6) 2021; right hip.